Manufacturer narrative:
The following items were provided by the customer for investigation: -one used list #unknown, infusion set; lot #unknown: one used list #011-h1268, 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro; lot #unknown: one used list #unknown, extension set with filter; lot #unknown: one used list #unknown, chlorure de sodium fresenius 0,9 p. Cent 100 ml intravenous bag with dostarlimab; lot #13ubs151: one used list #unknown, chlorure de sodium fresenius 0,9% 250 ml intravenous bag; lot #13tkf281 no defects or anomalies were noted. The used/returned set and mating devices were leak tested per product specifications. There was leakage from the trifurcated connector. A tear was found and was the source of the leak. The reported complaint of leakage can be confirmed due to the tear. The probable cause of the tear is due to an unintentional bending force during use. Corrected information can be found in d3, d4 and h4.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro where a leak of the infusion from the tree during rinsing of 50ml (flow rate 300ml) in the oncology department was reported. It was a leak in the patient's drip chamber in the patient¿s room. The first chemotherapy went through without leaking; the leak was observed at the first rinsing. The tree was changed and decontaminated of the drip chamber due to the leak on the ground. There was patient involvement and unknown adverse event/human harm.